Event description:
Reporting status: serious injury - life threatening injury - medical intervention. Reporting rationale: treatment for ventricular fibrillation. Device issue: none. It was reported that the pixel stent was advanced to the pre-dilated lesion. At this time, ventricular fibrillation occurred. Defibrillation countershock was applied at 360j. The stent was successfully implanted. No additional event or patient information is available. The info contained in this report was captured during a post-market evaluation conducted outside the u.s.

Manufacturer narrative:
Result and conclusion summation - product performance engineering reviewed the incident information. Rhythmical disturbances, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.